Event description:
As reported: the customer opened the packaging and there was a human hair inside the cannula. The hair can be seen inside the packaging.

Manufacturer narrative:
Investigation of the calibration monitors provided for calcium and total protein showed a deviation in the k-factors between calibrations which is consistent to the deviation of actual patient calcium and total protein results. It was determined a handling issue with the (B)(4) standard 2 calibrator might have caused the drift in calcium and total protein results for patient samples and controls.

Event description:
The customer alleged erroneous calcium and total protein results have been obtained intermittently since (B) (6) 2010. The customer was not able to estimate the number of tests that were affected nor were they able to provide any specific results. The customer provided the following as examples of the types of discrepancies observed, but not as actual data: calcium: initial result = 8.0 mg/dl repeat = 8.1 mg/dl *assay recalibrated repeat after recalibration = 8.8 or 9.0 mg/dl total protein: initial result = 5.8 g/dl repeat = 5.9 g/dl *assay recalibrated repeat after recalibration = 6.5 or 6.9 g/dl cobas integra calcium 300 reagent lot number: 61828901 cobas integra total protein gen. 2 reagent lot number: 62112501 customer stated that no erroneous results have been released to physicians. The customer stated that, when the drift occurs, she recalibrates and the qc and patient results are then corrected. The field service representative stated that the customer's quality control data is always in specification, but that patient results show a shift when compared to historical data. The field service representative found no hardware problems. Ambient co2 was measured. The customer cultured their water supply; the results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.